Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the recipient has had hearing fluctuations with the device for the last 2 weeks. Re-implantation is scheduled.

Manufacturer narrative:
Conclusion: investigation results confirm that loss of hermeticity at the housing braze joint by micro-leaks most likely led to device electronics failure over time. It appears that the device is in an early stage of failure. Over a certain period of time, humidity will impinge on the electronics and cause damage, finally leading to complete failure of the circuitry. In addition, in situ measurements showed a short circuit between two channels since 2011, however the cause for this short circuit could not be determined as the active electrode was mechanically damaged during removal surgery. The investigation results seem to match the symptoms mentioned in the patient report. This is a final report.

Event description:
It was reported that the recipient has had hearing fluctuations with the device for the last 2 weeks. There is no known circumstance or medical condition that might have contributed to the decrease in hearing performance. Re-implantation was carried out on (B)(4)2018. It was stated in the device explantation report that the active electrode lead and the reference electrode were severed during removal surgery. After re-implantation, the recipient is doing very well with the new device.